Event description:
Complaint report stated that the vit cutter stopped cutting, or was not cutting properly. The incident was discovered during surgery. There was no adverse effect on the pt reported. No other info provided.